Event description:
The local hosp tech engineers reported to covidien service dept engineers the alarm on the warmtouch did not come on, the temp was above specification and it did not perform the step down to the lower temp. They reported the cause as either the main pcb, thermistor sensor, or both. There was no info provided from the tech engineers to suggest the event occurred during any pt use.

Manufacturer narrative:
The unit was returned to the covidien service dept in the (B)(4) for diagnosis and performance verification testing (pvt). All electrical safety tests were performed to the test instruction specifications. The unit performed as intended and temp range was within specification. The failure was not confirmed. The temp sensor was re-fitted and the hepa-filter was replaced per servicing. There was no test data provided by the hosp engineers to confirm any diagnostic testing was performed in support of their conclusions regarding the cause of the reported failure. Note: the warmtouch 5800 is not distributed in the u.s. However, the warmtouch 5300 is of essentially identical design and is distributed in the u.s. The 510k # for the warmtouch 5300 is k020604.